Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited phrenic nerve stimulation (pns) over the last few months. Furthermore, this lead was also found out to be dislodged and was confirmed through chest x-ray. This lead was repositioned. No additional adverse patient effects were reported.